Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had triggered red alerts due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that this lead had been implanted since 2007, and shock impedance trends showed a gradual rise in shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had triggered red alerts due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that this lead had been implanted since 2007, and shock impedance trends showed a gradual rise in shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that it was suspected that the observed out-of-range shock impedance measurements were likely attributed to calcification on the coil. The patient was seen in clinic, however out-of-range impedance measurements were not reproducible at that time. This right ventricular (rv) defibrillation lead remains in service and will continue to be monitored at this time. It was recommended to move the impedance alert value up to 150 ohms at the next office visit. If shock lead impedance measurements continue to trend upwards, the health care professional (hcp) will consider impedance evaluation with 41j synch shock. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit gradually increasing out-of-range shock impedance measurements, and rv pace impedance measurements had also gradually risen but remained within normal limits. Recent lead testing revealed a shock impedance measurement of 166 ohms, a rv pace impedance measurement of 1,266 ohms, and threshold measurement of 2v@1ms. The lead currently programmed to triad configuration, and there was a plan to test rv-can and rv-right atrial (ra). Ts recommended testing with a commanded 41j shock in rv-can, if that is within normal limits, and also suggested defibrillation threshold (dft) testing. Recent non-sustained ventricular tachycardia (nsvt) events are free of noise. This rv remains in service. No adverse patient effects were reported. Additional information received reported that a commanded shock was performed, however shock impedance measurements remained high on this right ventricular (rv) defibrillation lead. The physician plans to revise this lead upon battery changeout. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had triggered red alerts due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that this lead had been implanted since 2007, and shock impedance trends showed a gradual rise in shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that it was suspected that the observed out-of-range shock impedance measurements were likely attributed to calcification on the coil. The patient was seen in clinic, however out-of-range impedance measurements were not reproducible at that time. This right ventricular (rv) defibrillation lead remains in service and will continue to be monitored at this time. It was recommended to move the impedance alert value up to 150 ohms at the next office visit. If shock lead impedance measurements continue to trend upwards, the health care professional (hcp) will consider impedance evaluation with 41j synch shock. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had triggered red alerts due to high out-of-range shock impedance measurements greater than 125 ohms. It was noted that this lead had been implanted since 2007, and shock impedance trends showed a gradual rise in shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that it was suspected that the observed out-of-range shock impedance measurements were likely attributed to calcification on the coil. The patient was seen in clinic, however out-of-range impedance measurements were not reproducible at that time. This right ventricular (rv) defibrillation lead remains in service and will continue to be monitored at this time. It was recommended to move the impedance alert value up to 150 ohms at the next office visit. If shock lead impedance measurements continue to trend upwards, the health care professional (hcp) will consider impedance evaluation with 41j synch shock. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit gradually increasing out-of-range shock impedance measurements, and rv pace impedance measurements had also gradually risen but remained within normal limits. Recent lead testing revealed a shock impedance measurement of 166 ohms, a rv pace impedance measurement of 1,266 ohms, and threshold measurement of 2v@1ms. The lead currently programmed to triad configuration, and there was a plan to test rv-can and rv-right atrial (ra). Ts recommended testing with a commanded 41j shock in rv-can, if that is within normal limits, and also suggested defibrillation threshold (dft) testing. Recent non-sustained ventricular tachycardia (nsvt) events are free of noise. This rv remains in service. No adverse patient effects were reported.